Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoracotomy. According to the reporter: when the instrument was used on pa, the bleeding occurred from the hole of staples that were fired. The bleeding was coming from the staple line. There was not poor staple formation. The reload was articulating during firing. The surgeon considers when the cartridge was shaking automatically during firing, it damaged the fired holes of staples and it might cause the bleeding. Our sales representative confirmed the reported conditions of shaking cartridge was duplicated by trying to let the clinical sample of idrive fire with putting the sulu on the upper side. New one was opened to complete the case with no problem. No patient harm. The patient current status: good no problem in release of device from tissue. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No blood loss of 500cc or more. Confirmed that the clinical sample is being returned for investigations. Nothing of adverse event caused by extension of or time was reported. No patient info is available: gender: unknown, age: unknown, weight: unknown / the customer did not know if reinforcement material was used.